Event description:
It was reported the patient had an interstitial cystitis flare. It was stated the patient had bladder instillations with pryridium. It was noted this was worsening or exacerbation of a pre-existing condition. Reportedly, the patient had urgency, frequency and pelvic pain and the patient¿s issue resolved without sequelae on (B)(6)-2011.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# v620569, implanted: 2011-(B)(6), product type lead. (B)(4).